Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. An "s" shaped slit in the tubing is observed just distal to the tapered hub. The burst site found on the tubing contains characteristics associated with burst trauma secondary to over-pressurization. It appears infusion pressures have exceeded burst strength of the catheter tubing. The catheter was found to be occluded just distal to the 25cm depth marker. This may be a user maintenance issue. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of rewf0888 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "performing physical examination on the pt it was noticed by washing the catheter PICC that there was a leak on the connection of the cuff and the catheter. The catheter was withdrawn. It happened after 18 days of insertion.